Event description:
The event occurred on (B)(6) 2022. Vas nurse proceeded inserting line following policies and procedures. The hub of the PICC where the caps connect onto the pigtail was leaking. The caps were replaced and still noted as leaking. The line was placed this morning and was reported leaking this afternoon. Our vas nurse assessed the line at the bedside and noted the sl PICC leaking, even after troubleshooting. PICC was over wired on the same day. FDA safety report ID # (B)(4).